Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The machine alarmed and test strips were used to confirm the blood leak. Estimated blood loss was 500 cc's. Patient had no ill effects. Sample is not available.